Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2023 the patient presented to the ER with a purulent abscess right above the rns stimulator. The patient received IV antibiotics starting on (B)(6) 2023. The entire rns system (neurostimulator and three leads) were explanted on (B)(6) 2023. Treatment included oral cefazolin for 6 weeks. The patient was diagnosed with a deep incisional infection.